Event description:
It was found that the patient right side rail would not stay latched in any position due to a damaged side/end rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.